Manufacturer narrative:
The device is included in the assurity and endurity pacemakers header anomaly advisory issued by abbott on 15 march 2021.

Manufacturer narrative:
The reported events of inability to interrogate and premature battery depletion were confirmed. As received, the device had no telemetry communication and no output. Visual inspection of the header attachment area detected a bonding anomaly. A device hermeticity breach was observed, consistent with feedthrough damage as a result of fluid intrusion between the header and case, and subsequent fluid ingress to the internal electronics. The device was cut open to enable further testing and battery was found depleted. Hybrid circuitry was tested, resulting in elevated current drain, consistent with moisture damage, depleting the battery and resulting in the reported events. A manufacturing anomaly may have occurred, which resulted in the header bonding anomaly.

Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the asymptomatic patient presented for in-clinic follow up. It was observed that the pulse generator would not respond to telemetry and had no magnet response. Premature battery depletion was suspected. A review of merlin.net reports noted a battery longevity of 9+ years in 2019, and estimated longevity of 2+ in (B)(6) 2020. The patient was scheduled for replacement and the generator was explanted. No adverse patient consequences were reported.